Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication since the date of data collection was not provided. Author information: abraham, e. Umo, et al. (2025). Clinical validation of the pscope hybrid model prediction of left ventricular assist device implantation hemodynamics: three patient-specific cases. Medrxiv : the preprint server for health sciences. Https://doi.org/10.1101/2025.03.10.25323688. Bioengineering, clemson university, clemson, sc, USA; cardiothoracic surgery, medical university of south carolina, charleston, USA; mechanical engineering, clemson university, clemson, sc, USA.

Event description:
It was reported through the research article "clinical validation of the pscope hybrid model prediction of left ventricular assist device implantation hemodynamics: three patient-specific cases" that the physiology simulation coupled experiment (pscope), a hybrid modeling framework designed for mechanistic cardiovascular predictive modeling may assist in heartmate 3 (hm3) left ventricular assist device (lvad) patient management. The device coupled a physical fluid experiment with a lumped parameter network simulation to replicate the closed-loop feedback between simulated cardiovascular physiology and fluid dynamics in the physical experiment. This study validated pscope's predictions of post-surgical physiology against clinical data in the context of hm3 lvad implantation. It characterized the pre- and post-surgical hemodynamics of three adult hm3 patients using perioperative clinical measurements acquired from routine intensive care unit monitoring. The cohort consisted of three adult heart failure patients who underwent hm3 lvad implantation. The group included two females and one male, with body surface area ranging from 1.59 m² to 2.06 m² and ages ranging from 39 to 65 years, with a comprehensive array of physiological parameter measurements sampled at various intervals over several days spanning the pre- and post-surgical periods. For each patient, a lumped parameter network model was created to match their pre-surgical hemodynamic values, creating a patient-specific simulation of the pre-surgical physiology. The pscope framework then modeled lvad implantation by coupling these simulations to a physical hm3 device flow experiment. This hybrid model estimated physiological flow rate and pressure parameters to predict the patients' post-surgical hemodynamics. The percentage difference between pscope predictions and clinical post-surgical hemodynamics ranged from 0.0% to 44.7% across different hemodynamic parameters in different patients. The predicted cardiac index, mean pulmonary arterial pressure, central venous pressure, and pulmonary arterial wedge pressure together accurately indicated the absence of post-implant right ventricular failure in all patients. This data provided detailed insights into each patient's pre- and post-surgical cardiovascular status, capturing the physiological response to the hm3 implantation. This validation study demonstrates the potential of pscope in assisting lvad patient management. Pscope hemodynamic predictions could help clinicians anticipate and manage post-implant outcomes, such as right ventricular failure, thereby improving the efficacy of surgical planning.

Manufacturer narrative:
Section e: initial reporter information corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the research article titled ¿clinical validation of the pscope hybrid model prediction of left ventricular assist device implantation hemodynamics: three patient-specific cases,¿ was received. This article describes a validation study utilizing a physiology simulation coupled experiment to predict clinical post-surgical hemodynamics for left ventricular assist device patients. No heartmate 3 left ventricular assist system related issues or adverse events were reported. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.